Event description:
The consumer's wife alleges the unit stopped working and the consumer stopped breathing.

Manufacturer narrative:
Manufacturer contacted consumer's wife who stated the concentrator stopped working and her husband stopped breathing. The patient went to the ER and stayed overnight at the hospital. Invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. Current user guide instructs user to consult your physician or equipment provider for the type of reserve system required. This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining. MDR filed based on alleged hospital stay.